Manufacturer narrative:
The insulin pump was received with a blank display due to the corroded battery tube. They were unable to perform the full functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the blank display. The pump was received with a corroded battery tube spring, a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump stopped working. Customer tried to change the battery but the screen stayed blank. Customer stated that he was changing the reservoir and his blood glucose was 180 mg/dl. Customer stated that the battery compartment and spring are corroded. Customer was advised that the insulin pump will need to be replaced.